Event description:
It was reported that during a device check the left ventricular (lv) lead exhibited an increase in threshold. Six months later at device check, the increased lv lead threshold persisted and lv lead polarity and capture management were re-programmed. Three months later, device check revealed lv lead fluctuating threshold. One month later, device check revealed lv lead threshold variability continued, so the output was decreased and auto capture re-programmed. Device checks performed three months and ten months later all showed a high but stable lv lead threshold. The lv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.